Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Additional narrative: backflow condition not confirmed. Visual examination did not confirm a backflow at the filling port. However, the device was found with missing film wrap, which would cause a leak. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report from a nurse stating that one ce infusor lv 2ml/hr device had leaked at the filling port during filling. There was no report of patient involvement or medical intervention, and no additional information is available.